Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to chest pain and shortness of breath. The right atrial (ra) lead exhibited intermittent atrial undersensing on stored electrograms (egm). It was noted there was also possible inappropriate therapy delivered for atrial arrhythmia with rapid ventricular response compared to dual arrhythmia. The ra lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event.